Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired ventralight st mesh into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 204 units released for distribution in february, 2019. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, during a procedure on (B)(6) 2021, a bard/davol ventralight st mesh expired on 28-dec-2020 was implanted in a patient. The reported event was identified after the procedure. The implant was on consignment. There was no reported patient injury.